Event description:
It was reported that the user experienced recurrent morning hypoglycemia and frequent glucose fluctuations while using the ilet with a g7 sensor and 23-inch infusion set, including a waking glucose in the low 60s with 3.5 units of insulin on board, after manually setting a lower cgm target based on prior pump settings; the user inquired about hypoglycemia treatment and was guided through a factory reset and device reconnection. Symptoms included hypoglycemia and episodes of hyperglycemia consistent with a rollercoaster pattern. Outcomes included no lasting health consequences and use of carbohydrates as an unexpected medical intervention for low glucose. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.